Event description:
Results of "69 mg/dl" with a lifescan meter and "36 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, control solution were replaced.